Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and migraine ("severe migraines"). The patient was treated with surgery (in or about (B)(6) 2017, underwent hysterectomy to remove the essure device). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she believes the right side of her uterine area may be perforated because it is very painful / uterine perforation"), abdominal pain ("severe abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("heavy bleeding") and systemic lupus erythematosus ("lupus") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus-like syndrome and arthritis. On (B)(6) 2017: surgical pathology report: diagnosis: uterus (168 grams), right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: nabothian cysts and mild chronic cervicitis, endometrium: secretory phase, myometrium: leiomyoma, x3, 0.8-1.5 cm, serosa: c-section scar. Right and left fallopian tubed: contraceptive devices present; vascular congestion no evidence of malignancy. Gross description: there are three intramural fibroids ranging from 0.8 to 1.5 cm. Previously administered products included for an unreported indication: implanon and plaquenil. Concurrent conditions included vaginal haemorrhage, vaginal discharge, vaginal irritation, yeast infection, vaginal bleeding, dysfunctional uterine bleeding, bloating, gas, muscle pain, bladder incontinence and lupus erythematosus. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("excessive bleeding during periods"), arthralgia ("joint pain in her knees, wrists and elbows"), back pain ("muscle pain in her lower back / back pain") and fatigue ("overall fatigue") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), migraine ("severe migraines"), uterine pain ("right uterine side pain") and allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"). The patient was treated with fluconazole (diflucan), metronidazole, metronidazole (flagyl) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with cystoscope). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved, the abdominal pain, pelvic pain and uterine pain was resolving and the dysfunctional uterine bleeding, genital haemorrhage, systemic lupus erythematosus, dyspareunia, menstruation irregular, abdominal pain lower, migraine, uterine leiomyoma, bacterial vaginosis, menorrhagia, arthralgia, back pain, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, systemic lupus erythematosus, uterine leiomyoma, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2017 discrepancy noted in essure removal date (B)(6) 2016 & (B)(6) 2017. Discrepancy noted in essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings compatible with complete occlusion of both fallopian tubes, status post essure procedure. A small submucosal filling defect suggestive of the mucosal fibroid or polyp. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet received. Events added from pfs- lupus. Date of insertion was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she believes the right side of her uterine area may be perforated because it is very painful"), abdominal pain ("severe abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus-like syndrome and arthritis. Previously administered products included for an unreported indication: implanon and plaquenil. Concurrent conditions included vaginal haemorrhage, vaginal discharge, vaginal irritation, yeast infection, vaginal bleeding, dysfunctional uterine bleeding, bloating, gas, muscle pain and bladder incontinence. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), migraine ("severe migraines"), pelvic pain ("pelvic pain"), uterine pain ("right uterine side pain"), uterine leiomyoma ("fibroids"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("excessive bleeding during periods"), arthralgia ("joint pain in her knees, wrists and elbows"), myalgia ("muscle pain in her back "), fatigue ("overall fatigue") and back pain ("back pain"). The patient was treated with metronidazole, fluconazole (diflucan), metronidazole (flagyl), surgery (total laparoscopic hysterectomy and bilateral salpingectomy with cystoscope). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved, the abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower, migraine, uterine pain, uterine leiomyoma, bacterial vaginosis, menorrhagia, arthralgia, myalgia and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, myalgia, pelvic pain, uterine leiomyoma, uterine pain and uterine perforation to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2017. Diagnostic results: on (B)(6) 2015: hysterosalpingogram: findings compatible with complete occlusion of both fallopian tubes, status post essure procedure. A small submucosal filling defect suggestive of the mucosal fibroid or polyp. On 7-mar-2017: surgical pathology report: diagnosis: uterus (168 grams), right anf left fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: nabothian cysts and mild chronic cervicitis. Endometrium: secretory phase. Myometrium: leiomyoma, x3, 0.8-1.5 cm. Serosa: c-section scar. Right and left fallopian tubed: contraceptive devices present; vascular congestion no evidence of malignancy. Gross description: there are three intramural fibroids ranging from 0.8 to 1.5 cm. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet & medical record received. Events uterine perforation, dysfunctional uterine bleeding, pelvic pain, uterine pain, myalgia, back pain, fatigue, bacterial vaginosis, menorrhagia, arthralgia are added. Lab data updated. Historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she believes the right side of her uterine area may be perforated because it is very painful / uterine perforation"), abdominal pain ("severe abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus-like syndrome and arthritis. Previously administered products included for an unreported indication: implanon and plaquenil. Concurrent conditions included vaginal haemorrhage, vaginal discharge, vaginal irritation, yeast infection, vaginal bleeding, dysfunctional uterine bleeding, bloating, gas, muscle pain, bladder incontinence and lupus erythematosus. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("excessive bleeding during periods"), arthralgia ("joint pain in her knees, wrists and elbows"), back pain ("muscle pain in her lower back / back pain") and fatigue ("overall fatigue") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), migraine ("severe migraines"), uterine pain ("right uterine side pain") and allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"). The patient was treated with fluconazole (diflucan), metronidazole, metronidazole (flagyl) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with cystoscope). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved, the abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower, migraine, uterine pain, uterine leiomyoma, bacterial vaginosis, menorrhagia, arthralgia, back pain, fatigue and allergy to metals outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine leiomyoma, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2017 discrepancy noted in essure removal date (B)(6) 2016 & (B)(6) 2017. Diagnostic results: on (B)(6) 2015: hysterosalpingogram:findings compatible with complete occlusion of both fallopian tubes, status post essure procedure. A small submucosal filling defect suggestive of the mucosal fibroid or polyp. On (B)(6) 2017: surgical pathology report: diagnosis: uterus (168 grams), right anf left fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: nabothian cysts and mild chronic cervicitis endometrium: secretory phase myometrium: leiomyoma, x3, 0.8-1.5 cm serosa: c-section scar right and left fallopian tubed: contraceptive devices present; vascular congestion no evidence of malignancy. Gross description: there are three intramural fibroids ranging from 0.8 to 1.5 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added from pfs- allergic to nickel/hypersensitivity reaction to nickel. Event verbatim was updated as muscle pain in her lower back / back pain. Onset date of event pelvic pain, uterine leiomyoma, bacterial vaginosis, menorrhagia and arthralgia were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.